Event description:
Consumer alleges she was going through her living room when her chair allegedly jerked and started bucking and allegedly threw her forward into her front door.

Manufacturer narrative:
The alleged condition (inadvertent movement) could not be duplicated. Added information for section g manufacturer information.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she was going through her living room when her chair allegedly jerked and started bucking and allegedly threw her forward into her front door.